Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right ventricular (rv) lead exhibited a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.